Event description:
Healthcare professional reported of the left side device: "capsular contracture baker grade iii" and "prosthesis was completely disintegrated". Later healthcare professional reported "implant rupture". The device was explanted.

Manufacturer narrative:
Continued: e.1. State: to zip code: (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.